Event description:
Per the clinic, the patient experienced poor sound quality and migraines with device use. Subsequently, the patient was placed under general anesthesia on (B)(6) 2026, in order to electively remove the abutment.